Event description:
It was reported that in preparation for an unspecified procedure, a renegade stc catheter was mistaken for a neuro renegade hi-flo catheter. This mistake was identified and the device was not used on the pt.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is user preference.